Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that after the anesthesiologist released the patient and removed the xr2 radiolucent mayfield system, it was noticed that the "transitional member near the bolt on the base unit had snapped". It was reported that the product had not been dropped or miss-handled. There was no patient injury or death alleged. The event did not increase the surgery time. Additional clinical information has been requested.